Event description:
Pt had pneumonectomy, surgery went well. After closing, while moving patient to stretcher, sudden drop in bp, surgeon re-opened patient and found massive bleeding in chest. Blood from pulmonary artery at site where staples had been placed, but they were no longer present. Unable to rescue. FDA safety report ID # (B)(4).